Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked reservoir tube lip, reservoir tube window, display window corner and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack in the case and on the battery compartment. The device was dropped. The drive support cap was undamaged. The customer's blood glucose was unknown. Nothing further was reported.